Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "noradrenaline syringe connected on the catheter. Separation of the catheter at the junction where the syringe is connected on the distal part of the catheter." Additional information reports "there was no adverse clinical consequences during the incident, the incident was identified before the medication was administered, therefore the catheter was changed and the medication was infused to the patient." The patient's current condition is reported as "fine".

Event description:
It was reported "noradrenaline syringe connected on the catheter. Separation of the catheter at the junction where the syringe is co nnected on the distal part of the catheter." Additional information reports "there was no adverse clinical consequences during the incident, the incident was identified before the medication was administered, therefore the catheter was changed and the medication was infused to the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the 3-lumen cvc within a tray with the juncture hub circled indicating the reported location of extension line separation from additional information from the customer. The customer also returned one, 3- lumen cvc for analysis. Signs of use were observed on the returned catheter. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub, and no portions of the extension line were visible within the luer hub. The extension line appeared rough and jagged at the point of separation. This damage is consistent with past manufacturing molding complaints. The outer diameter of the distal extension line measured 1.75 mm which is within the specification limits of 1.68-1.78 mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line could not be accurately measured due to the nature of the damage at the separation point. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer and one relevant finding was identified. A non-conformance was initiated for lot 72c24a0252 and for lot 72c23k0446. These planned non-conformance were initiated as part of a CAPA to manufacture under optimized process parameters for molding the extension lines into the luer hubs and to increase the sampling plan. The failure mode of this complaint is relevant as it relates to the CAPA. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub, and no portions of the extension line were visible within the luer hub. The extension line appeared rough and jagged at the point of separation. This damage is consistent with past manufacturing molding complaints. Based on the appearance of the damage, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.